Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, occlusion alarms occurred. There was no reported adverse effect to the customer's blood glucose level. Customer changed pump supplies to address the issue and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.